Event description:
It was reported that l connector c90j was coring and contained foreign matter. The following information was provided by the initial reporter: "avastin: floating matter was found in the infusion bag. This pr was created for c90. (B)(6) was created for p50. (B)(6)was created for n35.".

Manufacturer narrative:
H.6. Investigation: one connector attached to a infusion bag was returned to our quality team for investigation. The connector was visually inspected, no defects or damage observed on the spike of the connector. The connection was secure between the connector and infusion bag, no issues were observed on the membrane of the connector or stopper of infusion bag. During our evaluation, a white particle was observed inside the infusion bag. Characterization testing was performed and found the particle was a synthetic resign piece that was not consistent with material from the rubber stopper of the vial or the membrane of the phaseal and the origin of this particle could not be determined. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown, a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that l connector c90j was coring and contained foreign matter. The following information was provided by the initial reporter: "avastin: floating matter was found in the infusion bag. This pr was created for c90. 1710321 was created for p50. 1710409 was created for n35."